Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. Boston scientific technical services discussed options with the health care professional. The lead remains in service. No adverse patient effects were reported. Additional information was received that a commanded shock was delivered to the patient. A shock impedance measurement of greater than 145 ohms was observed. Subsequently, the right ventricular lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. Boston scientific technical services discussed options with the health care professional. The lead remains in service. No adverse patient effects were reported.